Event description:
Caller reported a malfunction on the pump, and there was no adverse impact to the customer¿s blood glucose level. The customer decided to use a backup insulin pump while tandem technical support prepared to send a replacement pump with updated software. Technical support provided instructions for placing the malfunctioning pump into storage mode prior to its return and confirmed the shipping details for the new pump, which did not require a signature for delivery. Customer understood all instructions and acknowledged the plan for sending back the faulty pump.